Event description:
A ventilator was returned to the manufacturer for service. No harm or injury were reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failed nurse call test was observed. The ventilator's interface board was replaced to address this issue.